Event description:
It was reported that the right ventricular (rv) lead had unstable thresholds. Additionally, it was noted that blood ingress was visible at the time of patient¿s generator change. The lead was then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2006. (B)(4).